Manufacturer narrative:
Additional information was received: the anatomy was calcified with a minimum access vessel diameter of 5.3 millimeter (mm). Difficulty occurred at the common iliac artery. A dryseal sheath was used and replaced with the inline sheath. When the inline sheath was inserted, the tip was damaged by calcification. After cutdown, it was visualized that there was a dissection and that the puncture was performed in a calcified area. A vascular patch was used to treat the dissection. Per the physician, the dissection was caused by the initial puncture and not by the delivery catheter system (dcs). The lot number of the delivery catheter system (dcs) was received and was added to section. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, there was difficulty advancing the delivery catheter system (dcs) through the femoral artery. A cutdown was performed and vessel damage was noted. Subsequently, a stent was placed from the iliac artery to the femoral artery. No additional adverse patient effects were reported.